Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. Pump error 25 noted due to connector resistance issue on the electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error 25. Customer did not recall blood glucose at the time of incident. Troubleshoot was not performed. Pump error 25 reappeared. The insulin pump will be returned for analysis.